Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that four infusion set cannula was bent due to which hyperglycemia and traces of ketones occurs within 3 hours of insertion. Infusion set was placed in abdomen. Blood glucose level was displayed high and treatment is done by correction injection via mdi. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR 1881938- device 3 of 4